Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported during use of the bd vacutainer® eclipse¿ blood collection the safety sheath broke off when the phlebotomist pulled the sheath back prior to inserting the needle into the vein. The unused needle was discarded and a new one was used for the venipuncture. There was no report of injury or medical intervention.